Manufacturer narrative:
A third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer reported to physio-control that their device had illuminated its service led and would not recognize the connection through its paddles lead. In this state defibrillation therapy may not be able to be delivered, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer reported to physio-control that their device had illuminated its service led and would not recognize the connection through its paddles lead. In this state defibrillation therapy may not be able to be delivered, if it were needed. There was no report of patient use associated with the reported event.